Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The high voltage supply regulator was installed and calibrated. The filament was calibrated and the dose was checked and found to be within limits. The sys was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 sys displayed a filament regulator error message. No pt injury was reported.